Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged of having antibiotics for a respiratory infections. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused the patient to have antibiotics for a respiratory infections. The device was returned to the product investigation laboratory for further evaluation. The device was evaluated. The internal and external aspect of the device was inspected. The manufacturer can confirm the presence of contamination in airpath. The unknown dust/dirt contamination found on the blower box and blower casing/impeller was inconsistent with degraded sound abatement foam. A keratin like substance was found around the blower box outlet. Manufacturer confirms there in evidence of sound abatement foam degradation/breakdown. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation.